Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "the broken wire was derailed." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the 8mm tenaculum forceps (part# 470207-08/ lot# n10170410/sequence# 0096) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# (B)(4). The instrument had 1 life remaining. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the instrument was found to have a broken and derailed wire. A third party instrument was used to continue, and the procedure was completed with no reported injury.